Event description:
New information received notes bpa. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was asymptomatic. Further information was requested, but not yet available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that a premature battery depletion on patient device. Review of the session and device interrogation confirmed that battery was depleting prematurely. No further information is available.

Event description:
New information noted that bpa was still showing at the most recent device interrogation on (B)(6) 2018. Patient is in hospital for device unrelated issue.

Event description:
New information received noted the patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. The patient was stable throughout.